Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the second inflation. The initial inflation was to 12 atms. The lesion being treated was a 99% stenotic lesion in the distal left circumflex artery. A 7fr terumo introducer sheath, and a maach1 7fr fl4sh guide catheter were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good".